Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer declined further system check with tandem technical support, however, the customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 158 mg/dl.